Event description:
It was reported that during pre-cardiopulmonary bypass of the device for a cardiopulmonary bypass (cpb) procedure, the cold water bath for cardioplegia was not circulating. Per the perfusionist, the unit did make a ramping up and down noise as if it was trying to pump but could not. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.